Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause for the reported death, post operative wound infection, heart failure, myocardial infarction, stroke, renal failure, respiratory insufficiency, and hemorrhage could not be determined. The reported unexpected medical interventions and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: perceval sutureless bioprosthesis versus trifecta sutured bioprosthesis for aortic valve replacement: immediate results of the perfecta study.

Event description:
The article, "perceval sutureless bioprosthesis versus trifecta sutured bioprosthesis for aortic valve replacement: immediate results of the perfecta study", was reviewed. The article presented a retrospective, single center study to evaluate the immediate results, incidence of major complications, and hemodynamic performance at discharge of the perceval implant in comparison with the sutured biological prosthesis of the latest generation st. Jude trifecta. Devices included in the study were perceval and trifecta. The article concluded early hemodynamic performance appears to be satisfactory with the use of trifecta sutured and perceval sutureless bioprostheses. Perceval implantation allows reduction of surgical times, better preservation of myocardial contractile function and, consequently, reduction of the risk of postoperative complications. [The primary and corresponding author was paolo nardi, division of cardiac surgery, department of surgical sciences tor vergata university of rome, tor vergata university hospital, viale oxford no. 81, pc 00133, rome, italy, with corresponding e-mail: pa.nardi4@libero.it] the time frame of the study was from december 2014 to june 2023. A total of 281 patients were included in the study, of which 220 received an abbott device. In the perceval group, the average age was 77.9 years and the majority gender was male. In the trifecta group, the average age was 75.2 years and the majority gender was male. Comorbidities included smoking, hypertension, hypercholesterolemia, diabetes mellitus, atrial fibrillation, dialysis, peripheral arterial disease, chronic pulmonary disease, prior cardiac surgery, and prior myocardial infarction.